Event description:
It was reported that there was event with a clickline forceps insert. According to the information received, the insert broke during use. Information about patients health was not provided. Additional patient information is not available. Date of the event not known.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. One of the jaws of the forceps is broken off near the joint. The broken surtace shows a ductile appearance and no discolouration which indicates a relative fresh break. Most prrobable root cause is a mechanical overload. Most likely product abuse, as the intended use is only to hold tissue - the break shows a little lateral direction - which is most likely caused by retraction of heavy tissue. The event is filed under internal karl storz complaint ID ((B)(4)).